Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) called stating their scs device was not working and they were having big time problems. Pt sated their doctor told them to contact medtronic to set up an appointment with someone to meet them at a hospital for this. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they stopped receiving therapeutic benefit since about a month ago. The patient mentioned that the stimulation targets both legs instead of their sciatic nerve problem. Patient confirmed they have not had any falls or traumas. The patient reported they have already tried to make adjustments to their therapy themselves, confirmed this did not resolve their issue. Patient requested to meet with a representative, they were directed to call medtronic to schedule by their doctor's office. Agent reviewed role of rep, provided nas phone number and emailed representatives for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt called in and stated the system never worked as they thought it would for their sciatic nerve issue.

Event description:
Patient reported that the stimulator had never worked or did what it was supposed to do since first being implanted. Patient stated the stimulation was always uncomfortable, very uncomfortable to sit down. Too large.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.